Event description:
The physician reports that the crystalens haptic tore during insertion using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR #2031924-2010-00065.

Manufacturer narrative:
Root cause: according to the physician, the root cause of the reported issue of haptic damage is related to a loading error with the lens injector. (B) (4).